Manufacturer narrative:
Expiration date: 10/2014. Implant date: (B)(6) 2012. Device manufacture date: 10/2011. At the time of this report the retention had resolved. A review of the device history records indicates the reported lots #1029565 and #1028864 met all testing specifications prior to release with no abnormalities noted.

Event description:
A patient ((B)(6)) was enrolled in the coaptite injectable implant study for stress urinary incontinence. The patient was injected with 1.0ml of coaptite lot #1029565 on (B)(6) 2012. The patient was injected with 1.0 ml of coaptite lot #1029565 on (B)(6) 2012. The patient was injected with 1.0 ml of coaptite lot #10288646 on (B)(6) 2012. Following the procedure on (B)(6) 2012 the patient developed urinary retention diagnosed by a bladder ultrasound. The patient was treated with straight catheterization on (B)(6) 2012 and the retention resolved. The physician assessed the severity of the event as mild and definitely device-related.

Manufacturer narrative:
Corrected MDR number from 2135225-2015-00143 to 2135225-2013-00143.

Event description:
A patient, (B)(6) was enrolled in the coaptite injectable implant study for stress urinary incontinence. On (B)(6) 2014 the patient reported a urinary tract infection. The patient was treated with antibiotics. As of (B)(6) 14 the event was resolved. The physician assessed the case as mild and definitely not device related. On (B)(6) 2014 the patient reported a urinary tract infection. The patient was treated with antibiotics. As of (B)(6) 2014 the event was resolved. The physician assessed the case as mild and definitely not device related.